Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The internal lens was found cracked, which caused the image problem. In addition, there were dents on the tip of the outer tube. These phenomena were attributed to customer's mishandling. This report is being filed as a MDR in an excess of caution.

Event description:
The hospital reported that the image turned black during procedure. The hospital reported that physician bent the scope while exploring the patient's bladder. The procedure was completed with a different, but similar device. There was no patient injury reported.